Event description:
(B)(4). Event occurred in the united states. The patient stated that the tubing got detached from the body and site location was lower abdomen. The location of detachment was quick release. She was unsure whether the pump was located on the counter or attached to her pants. She was not able to use the infusion as the issue occurred right away. Infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.

Event description:
On 16-oct-2019: follow up information was submitted because result of complaint investigation of the returned used device (1 set), showed that the tubing was detached from the tubing connector (missing glue). Based on the result: method, result and conclusion codes were updated. Unomedical reference number (B)(4). Event occurred in the united states. The patient stated that on (B)(6) 2018, the infusion set's tubing got detached from the body and site location was lower abdomen. The location of detachment was quick release. She was unsure whether the pump was located on the counter or attached to her pants. She was not able to use the infusion as the issue occurred right away. Reportedly, the infusions were not stored, or used, in a place where they might have been exposed to extreme temperatures and humidity. There was no stress or pull on the tubing and the pump wasn't dropped with the set connected to the body. No further information available.